Manufacturer narrative:
Block h6: imdrf code a1702 captures the reportable event of failure to retrieve anchor imdrf code f2301 captures the reportable event of additional device required device evaluation summary: the overstitch ess was returned with the anchor exchange. During the microscope inspection the needle body was observed as not bent. During the visual inspection, it was observed that the button of the anchor exchange was damaged. Functional testing was not possible because the button of the anchor exchange was damaged. These conditions are most likely procedural factors as handling of the device and the technique used by the physician (force applied), could have resulted in damage encountered in the device. There was enough evidence to confirm the reported events of anchor exchange failure to retrieve anchor and anchor exchange difficult to pass anchor. However, the reported event of needle shaft failure to align could not be confirmed. The reported event of prolonged episode of care and additional device required occurred during the procedure therefore, the cause of this reported issue cannot be established due to lack of evidence. All compiled information on this investigation determines that the most probable cause is adverse event related to procedure.

Event description:
It was reported that an overstitch ess was utilized during an endoscopic suture sculpt procedure on (B)(6) 2025, for the treatment of obesity and weight loss. During the procedure, the overstitch ess was unable to transfer the needle at exchange for multiple attempts which delayed the case 10 minutes. There appeared to be an alignment issue. The physician used forceps to grab the anchor and remove it from the needle driver. Once the anchor was removed, the physician was able to close the handle and remove the scope from the patient. The procedure was completed with another of the same device. No patient complications were reported as a result of the event.

Event description:
It was reported that an overstitch ess was utilized during an endoscopic suture sculpt procedure on (B)(6) 2025, for the treatment of obesity and weight loss. During the procedure, the overstitch ess was unable to transfer the needle at exchange for multiple attempts which delayed the case 10 minutes. There appeared to be an alignment issue. The physician used forceps to grab the anchor and remove it from the needle driver. Once the anchor was removed, the physician was able to close the handle and remove the scope from the patient. The procedure was completed with another of the same device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a1702 captures the reportable event of failure to retrieve anchor. Imdrf code f2301 captures the reportable event of additional device required.